Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation. UDI (section d4): (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The maxi sky 2 spreader bar detached during preparation of the device for use. When the spreader bar was moved, it detached and fell onto the bed. No patient involved. No injury claimed. The device inspection did not reveal any device failure.

Manufacturer narrative:
The spreader bar attaches using the quick connect attachment system that allows the staff to switch and secure the spreader bar in a few simple steps described in the instructions for use (IFU, 001-15698-en). The device inspection revealed that the spreader bar and the strap attach points were correct and undamaged. The spreader bar detachment could not be recreated during the device assessment. The instructions for use dedicated to maxi sky 2 (001-15698-en) provide detailed guidance supported by the pictures for attaching the spreader bar to the quick-connect attachment: "align the spreader bar quick-connect latch to the hook. Insert the hook into the quick-connect. Move the spreader bar to engage the hook into the pivot. Rotate the spreader bar into position. Make sure that the quick-connect latch is closed. Do not operate the lift if the latch remains open¿. These instructions are crucial for ensuring the proper assembly and safe operation of the device. The investigation revealed that the incorrect assembly of the spreader bar cannot be ruled out as a potential cause of the detachment. The factors supporting this hypothesis are the lack of identified product failure and the inability to recreate the issue. To summarize, arjo device was not used for a patient transfer. While no arjo device failure was identified as contributing to the reported issue, the maxi sky 2 ceiling lift did not meet specifications as the spreader bar detached.

Event description:
The maxi sky 2 spreader bar detached during preparation of the device for use. When the spreader bar was moved, it detached and fell onto the bed. The patient was not transferred at that time. No injury was claimed.